Event description:
It was reported that a red alarm was displayed on the monitor and it does not ring. The biomed replaced the speaker which resolved the issue. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported. A good faith effort (gfe) has confirmed the issue was occurring on the intellivue info center ix, and not on the mx700 as originally reported in MFR # 9610816-2022-00532.